Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-08936. Follow-up information revealed the migration was confirmed via fluoroscopy imaging and effective therapy was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-08936. It was reported the patient's s 2 lead had migrated. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the lead was repositioned. Please note: the patient has (2) s2 leads implanted. It is unknown which migrated. Therefore, all suspected devices are being reported.